Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform functional test: passed relevant testing. Download and review receiver log: pass, no issues found within range of issue date. Cut open case, inspect hw: pass, no issues found. Test vibration using manual "try it" function, also tested while wiggling the wire: pass. The reported event of a intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent vibration could not be determined. A root cause could not be determined.